Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2009 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc serial/lot# (B)(6), ubd 2010-11-14, UDI# (B)(4) h3 ¿ the pump was returned for analysis. Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. A portion of the catheter was returned for analysis. Analysis of the returned portion of the catheter found ¿catheter sutureless connector ¿ coring/tears/cuts in seal¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative on 22-sep-2020 and it was reported that the patient was brought to the emergency department with signs and symptoms of withdrawal on (B)(6) 2020. The physicians at the hospital interrogated the pump and found that the motor was intermittently stalling and recovering. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the pump logs were read frequently and motor stalls and recoveries were noted in the reports. The actions and interventions taken to resolve the issue was the pump was replaced due to unreliable motor stalls and recoveries. The issue was resolved at the time of the report and it was reported that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2500 mcg/ml of compounded baclofen at 1800 mcg/day via an implantable pump. It was noted the patient's indication for use was cp (cerebral palsy). It was reported the patient's pump critically alarmed twice in two days. It was reported a motor stall occurred on (B)(6) 2020. No mris (magnetic resonance imaging procedures) had taken place. The patient was restless and non-communicative. The patient was hospitalized and given oral liquid baclofen. The patient was then sent home as the pump alarm was no longer audible but the critical motor stall alarm occurred again on (B)(6) 2020. It was noted both stalls had recoveries and the patient was sleeping during the first motor stall on the 15th. It was further noted the patient had just got a new wheelchair. The hcp planned to confer with the patient and family to rule-out emi (electromagnetic interference) as the cause of the stalls and have the pump replaced as soon as possible if they determine it to be necessary.